Event description:
Add'l info rec'd from 09/19/03: the subject device was returned to MFR for evaluation. Visual examination of the inside of the returned device revealed that the unit had overheated and shorted out a chip on the circuit board. This battery powered device, when overheated, can produce a melted insulation smell. The customer has reported that the control switch had not been turned off before being discarded. As a result the motor continued to run which can cause unit to overheat causing the smell.

Event description:
During procedures, personnel noted odor of smoldering in room. Pump housing, operated by batteries was removed from garbage. Upon opening the housing unit reporter noted the melted wiring. The unit had not been turned off at the control switch.